Manufacturer narrative:
Technician found bed in cellar. Head of bed would not go up due to bad valve coil. Replaced coil to resolve this issue.

Event description:
Complaint received alleged that the head of bed would not go up.